Event description:
During preparation for a coronary artery bypass graft surgery, the seal came out of the delivery tube while removing from the package. A replacement was used to continue and complete the procedure. No patient complications were reported. Upon receipt of the device on july 7, 2005, the seal was observed to be cracked. This is a reportable malfunction.

Manufacturer narrative:
Visual inspection of the returned device shows that the seal and tension spring assembly is outside of deployment tube and the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address the cracking issue.